Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2,h3 and h6 have been updated accordingly. A 6f/7f mynxgrip vascular closure device (vcd) was unable to stop the bleeding within 1 minute. There was no reported patient injury. The device was stored in the cath lab as per instructions for use (IFU). The device was stored, handled and prepped according to IFU. There was no reported difficulty in removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The intended use of the device was for percutaneous intervention (pci). The vessel type was arterial. The sealant was deployed to the proper location. Hemostasis was achieved by manual compression for less than 30 minutes. Other additional procedural details were requested but were unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle. The procedural sheath, advancer tube and sealant were not returned with the device. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Per functional analysis, inflation testing was performed on the balloon of the returned device and found no leak in the balloon. The balloon was inflated with water and pressure was maintained with proper functioning of the inflation indicator. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors could have contributed to the issue reported since the sealant and advancer tube were not returned, and therefore, a complete physical investigation could not be performed. However, patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1918902 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f ¿ 7f mynxgrip vascular closure device (vcd) was unable to stop the bleeding within 1 minute. There was no reported patient injury. The device is expected to be returned for evaluation. The device was stored in the cath lab as per instructions for use (IFU). The device was stored, handled and prepped according to IFU. There was no reported difficulty in removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The intended use of the device was for percutaneous intervention (pci). The vessel type used was arterial. Hemostasis was achieved by manual compression for less than 30 minutes. The patient was not hospitalized as a result of the event. The patient¿s status was recovered after the mynx event. The sealant was deployed to the proper location.